Event description:
It was reported that the external pulse generator did not pass its sensitivity test and needed calibration. It was returned for service. It was indicated on the return paperwork that there were no patient complications reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis could not confirm the reported event. Ring cover and side bail covers are broken. Battery release is contaminated. Battery contacts are compressed.